Event description:
Initial info reported by a physician to a sales rep on 6/5/06: a pt who received treatment with hyalgan (hyaluronate sodium) to both knees and one elbow experienced cardiomyopathy. No further details available. Additional info reported by a physician to a sales rep via web on 6/6/06: during a course of therapy of hyalgan (hyaluronate sodium) in his pt (injections in both elbows) the pt experienced cardiac myopathy and he is now in intensive care at the hosp. The pt was in the middle of a series of hyaluronate sodium injections. He was receiving a large amount of hyaluronate sodium since he was being injected in both elbows and knees at the same time. No further details available. Additional info will be provided when available. Corrective treatment: unk.